Manufacturer narrative:
The bench service engineer (bse) completed a full performance verification test, which the device passed. The bse then cleared the event log and set the device to factory settings. The device was confirmed to meet specifications and was shipped back to the customer ready for use.

Manufacturer narrative:
The bench service engineer (bse) evaluated the device at the philips bench repair center and was unable to duplicate the customer's alleged a-vap mode issue. The bse stated that a preventative maintenance and full performance verification test (pvt) would be performed. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device a-vap mode was not working. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they were requesting bench service to resolve the device issue. In a good faith effort (gfe) response from the customer received on 17jul2024, the customer provided information on the patient at the time of the device issue. The v60 was running on a patient in respiratory failure. The patient had been previously in avaps for respiratory failure with success but was not tolerating it today on this v60. When the customer assessed the patient trying on avaps, they noticed that the flow and pressure were down and significantly lower in avaps mode than they were on the bipap. Any titration of tidal volume did not result in any change in pressure or flow given to the patient. Despite being set of a tidal volume of 450, tidal volume would not rise higher than 150. No further information regarding the patient or their clinical status following the device issue has been provided. This investigation is ongoing.